Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving dilaudid and bupivacaine wi th no known doses or concentrations via an implantable pump for non-malignant pain and degenerative disc disease. It was reported patient heard her pump alarm on (B)(6) 2016. Her healthcare provider (hcp) had her home infusion nurse go to her home and interrogate the pump. It was noted that upon multiple interrogations from the nurse the pump confirmed it was a motor stall. Patient stated her pump "failed suddenly." Patient stated the pump stopped and there was no battery alert or anything. Patient had a refill (B)(6) 2016 and on (B)(6) 2016 the pump shut down. Patient stated she started going through withdrawal on (B)(6) 2016 and also had a runny nose, but did not know it was withdrawal until her refill nurse said it. When asked what the interrogation stated, patient noted a motor stall and wanted to know the percent of occurrence as her refill nurse told her it happened to another patient. The percentage on the product performance information was 1.18% and patient stated that was "pretty good." It was reviewed to send the pump in to be analyzed to determine the cause. Patient was to see hcp in clinic on (B)(6) 2016 to confirm motor stall. The issue was not resolved at time of this report. No further information was provided.

Manufacturer narrative:
Analysis identified corrosion and wear on the gear train in the motor of the pump. (B)(4) no longer applies. (B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information provided by the manufacturer's representative. The pump was replaced on (B)(6) 2016 and returned to the manufacturer.

Manufacturer narrative:
Analysis identified a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing.

Event description:
Additional information was received from a consumer. It was reported that the motor stall was confirmed by the logs and unable to be corrected. It was reported that the pump was removed and replaced. The pump logs indicated that the drugs in the pump were dilaudid, 10.0 mg/ml at 2.598 mg/day and bupivacaine, 15.0mg/ml, at 3.897 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.